Event description:
Defect was observed at bonding connection of three way stop cock.

Event description:
The customer states that one patient sample generated an initial architect total psa assay result of >100 ng/ml. An auto-dilution (1:10) was performed and generated a final result of 101.431 ng/ml that was reported from the lab. A biopsy was performed on the patient based on this elevated psa result. The biopsy results were negative. The customer suspects that the architect total psa result is due to some non-specific reaction. The patient is doing fine. There is no further impact to patient management reported.

Manufacturer narrative:
Device evaluation - customer report was not confirmed. Rec'd (1) flow-through dpt with bonded stopcocks. There was no crack at three-way stopcock area of the dpt. However, cracks were found at bonded dpt housing female luer. There were one major crack, and multiple small cracks around luer body.